Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿glue¿ was seen on the shaft of a bd precision glide¿ needle before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: the photo and returned sample show an epoxy splatter on the cannula of the needle. Qn review: one notification was written for assembly batch 6244888 for bent hubs. Product was stat. Sampled and accepted. DHR review: assembly batch 6244888 had 92 visual inspections performed on 5,000 parts with zero issues, rejections, or defects noted for epoxy splatters. Assembly batch 7178967 had 69 visual inspections performed on 3,600 parts with zero issues, rejections, or defects noted for epoxy splatters. Investigation conclusion: possible root cause: probable root causes: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. If corrective/preventative action not required, provide rationale: here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.